Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 120 units of insulin during the load sequence. The customer reloaded original cartridge to resolve issue. Customer¿s blood glucose level was 330 mg/dl.